Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, they opened a pvs stapler box, when they did it was a 60 mm in the box. The tyvek pack was a 60 mm. Case completed with a pvs of the same product code. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Photographic analysis: two photos were provided; picture one shows a box packaging with a tyvek on aside. The label of the box show the lot number r84t15 and the expiration date 2021-09-30 and belongs to a pve35a device. The tyvek show the lot number n9375k and the expiration date 2019-09-30 and it belongs to a psee60a device. Picture two shows a pve35a packaging device and a psee60a tyvek. As the tyvek and the box do not match, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.